Event description:
Covidien received information that an 840 ventilator displayed a device alert. The device was being used on a patient when event occurred, device did not stop cycling. The patient was removed from the ventilator and placed on another ventilator. The patient was not harmed or injured due to reported event.

Manufacturer narrative:
(B)(4). The customer could not duplicate reported malfunction. Device passed extended self-testing.